Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26174. It was reported that the patient presented remotely via merlin.net. It was noted that their implantable cardioverter defibrillator (ICD) inhibited pacing due to crosstalk. Their right ventricular (rv) lead was also oversensing noise. The patient was asymptomatic. The ICD and rv lead were reprogrammed and the patient was in stable condition.